Event description:
The physician was deploying the second palmaz-schatz stent at 7 atmosphere to proximal rca. After five seconds of inflation the stent balloon burst. The pt was taken to surgery for removal of the retained balloon fragment and a two vessel coronary artery by-pass graft. The pt recovered without additional complications.